Event description:
The complainant reported a patient was implanted with an impella rp for mechanical circulatory support status post cardiothoracic surgery. It was reported during impella rp insertion the physician experienced difficulty place the cannula. It was reported the cannula would bow during insertion and the wire placement was lost. Multiple wires and techniques were used, and the patient's graft was trimmed down to finally insert the impella. It was additionally reported that the patient was bleeding from chest tubes, and was transfused with 12 units of packed red blood cells, 10 units of fresh frozen plasma, 4 units of platelets, and 5 units of cryoprecipitate. The patient's belly was noted to be very distended and hard, and continued to worsen as well as blood gas results indicating the patient was declining. The physician came in and opened the patient's chest around 4am to ensure it was not tamponade and found about 800 cc of blood in the chest due to chest tube that had clotted off. Due to abdomen swelling, the physician opened the peritoneum at the tip of the sternal incision and placed an abdominal suction which output 700 of ascites. Sump drain was placed and chest was covered with loban. The patient's family withdrew care, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella rp system with the automated impella controller instructions for use for the related event are as follows: section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿. ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿. Potential adverse events (united states) . Arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella rp for mechanical circulatory support status post cardiothoracic surgery. It was reported during impella rp insertion the physician experienced difficulty place the cannula. It was reported the cannula would bow during insertion and the wire placement was lost. Multiple wires and techniques were used, and the patient's graft was trimmed down to finally insert the impella. It was additionally reported that the patient was bleeding from chest tubes, and was transfused with 12 units of packed red blood cells, 10 units of fresh frozen plasma, 4 units of platelets, and 5 units of cryoprecipitate. The patient's belly was noted to be very distended and hard, and continued to worsen as well as blood gas results indicating the patient was declining. The physician came in and opened the patient's chest around 4am to ensure it was not tamponade and found about 800 cc of blood in the chest due to chest tube that had clotted off. Due to abdomen swelling, the physician opened the peritoneum at the tip of the sternal incision and placed an abdominal suction which output 700 of ascites. Sump drain was placed and chest was covered with loban. The patient's family withdrew care, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.